Event description:
It was reported that during extraction surgery of trio trauma, the set screw of the connector could not be loosened and its hex was worn. Finally, surgeon cut rods and removed them in conjunction.

Manufacturer narrative:
Results: the worn nature of the hex suggests that the corresponding hex tip was forcibly rotated while the set screw remained stationary, which confirms that the set screw was jammed in the offset connector. Conclusion: jamming occurred due to galling of the connector and biological particles lodged between the offset connector and set screw threads.

Event description:
It was reported that during extraction surgery of trio trauma, the set screw of the connector could not be loosened and its hex was worn. Finally, surgeon cut rods and removed them in conjunction.